Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported infection and gi bleeding could not be determined through this evaluation. No alarms or functional issues with the centrimag rvas were reported in association with the event. The patient remained ongoing on centrimag rvad support at the time of the reported event. The centrimag blood pump, lot number unknown, is not available for investigation. The centrimag rvas blood pump IFU lists infection and bleeding as potential medical risks and possible side effects associated with use of the centrimag vad. The centrimag blood pump IFU and the centrimag rvas blood pump IFU state that it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. These documents also caution to always have a spare centrimag blood pump, back-up console, and equipment available for change out. The centrimag rvas blood pump IFU lists infection and bleeding as potential medical risks associated with the use of the centrimag vad. This IFU also lists infection and bleeding as possible side effects of using the device. In addition, this document outlines the recommended anticoagulation guidelines for patients supported on the centrimag system. The centrimag blood pump IFU lists infection as a possible side effect that may be associated with the use of the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was provided by the site but it wasn't a valid product identifier therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-02339. It was reported that patient was implanted after existing venoarterial extracorporeal membrane oxygenation (va-ECMO) circuit clotted off. Patient still had rvad implanted and was awake and orientated. Chest x-ray showed bronchial infiltrates and the patient was on antibiotics after sternal incision culture was positive for candidate. There were also concerns for gastrointestinal (gi) bleeding with drop in hemoglobin. Additional information received stated that patient was found to have candida dubliniensis in mediastinum at time of implant and the patient was on micafungin. Patient was treated with IV antibiotics for ecoli and stenotrophomonas maltophilia from bronchoalveolar lavage. Patient also underwent esophagogastroduodenoscopy (egd) on (B)(6) 2020 found to have gastritis and multiple oozing, angiodysplasias in jejunum. Patient received 1 unit of packed red blood cells (prbc), holding anticoagulation. Starting octreotide subcutaneous (sq).